Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blue liquid was found inside a clearlink IV access valve. The issue was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One (1) actual device, a photograph and three (3) retention samples were evaluated. A visual inspection was performed on the actual sample and no ¿blue liquid¿ or ¿blue residue¿ was present within the lure valve; a slight residue / blue stain was noted on the pouch only. A visual inspection was performed on the retention samples (one from ¿start of batch¿, one form ¿middle of batch¿ and one from ¿end of batch¿). No defects or presence of ¿blue liquid¿ were identified within the lure valve during this inspection; all three units were confirmed to be conforming product. A visual inspection was performed on the photograph which showed that a blue substance was present within the lure valve. Therefore, the reported condition was not verified during the evaluation of the actual sample or the retention samples, however, was verified during inspection of the photograph. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.